Event description:
It was reported that three (3) units of clearlink system continu-flo solution sets leaked from a y-site. This was observed during a patient infusion; further described as ¿pertuzumab had leaked onto the patient's shirt from the y-site of the tubing¿. As a result, the infusion was stopped and the tubing set was removed. The registered nurse (rn) assisted in cleaning the patient¿s skin and removing the clothing. The rn replaced the primary line and noted that saline was leaking out of a y-site of the primary line of the tubing set. The rn tried another primary tubing set and had the same thing happened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.